Manufacturer narrative:
The reported event of migration was not confirmed. As received, a device was returned for analysis. Interrogation, longevity assessment, and visual inspection did not identify any anomalies.

Event description:
It was reported that the patient presented in clinic for generator exchange procedure. During the procedure, the physician expressed concerns that the pacemaker had migrated significantly lower than before. Reported device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.